Manufacturer narrative:
(B)(4). The customer returned one product lidstock and dilator/sheath assembly for evaluation. Visual examination revealed the dilator contained a slight bend and the sheath tip was split and frayed. This damage is consistent with undue force being applied during insertion. The total length of the sheath body measured to be 4.06" which is within specifications of 3.875-4.125" per product drawing. The sheath body was deformed/damaged from 0-12 mm from the distal tip. The outer diameter of the sheath body measured to be 0.092" which is within specifications of 0.091-0.101" per product drawing. The inner diameter of the tip could not be accurately measured due to the damage observed. The IFU provided with this kit instructs the user, "thread tapered tip of peel-away sheath/dilator assembly over guidewire." The returned dilator/sheath was able to pass over a lab inventory guidewire with minimal resistance. The IFU also instructs, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow." The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The dilator/sheath contained damage consistent with undue force being applied during insertion. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "when they tried to insert the sheath and dilator complex into the vessel, they found the sheath start to mushroom (crumple) at the tip of the sheath." No patient harm reported. Another device obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "when they tried to insert the sheath and dilator complex into the vessel, they found the sheath start to mushroom (crumple) at the tip of the sheath." No patient harm reported. Another device obtained for use. The patient's condition is reported as fine.